Manufacturer narrative:
(B)(4). Date sent: 8/21/2020. D4: batch # u5cl22. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b reload not loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The reload was placed and removed with no issues noted. They did not fall out during the visual and functional testing. Additional information was requested and the following was received: "it is my understanding that the reload fell out of the stapler. The 3rd load that they attempted to use would not seat properly in the stapler."

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could you please provide more details to "wanted to adjust and whole load of staples fell out"? Did the reload fall out of the stapler? Or, did the staples on the reload fall out? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy, they fired the echelon 60 with a blue load once, fine. They loaded a second staple load, clamped jaws, wanted to adjust and whole load of staples fell out. They got a third staple load but would not sit properly in stapler. They got a new device and worked fine to complete case. No patient complications were reported.